Manufacturer narrative:
(B)(4). To date, the incident sample has not been rec'd for eval. If the sample is rec'd or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.

Event description:
The customer reported that after a liver ablation, plastic coating on the antenna was delaminated. Another antenna was utilized by the surgeon to complete the procedure with no further difficulties. There was no pt injury.